Manufacturer narrative:
Avery dennison received a complaint indicating that an infection occurred at a catheter site after using a chlorashield dressing at a research & training hospital within turkey. The bd chlorashield IV dressing with chg antimicrobial is not indicated to prevent infections. As stated within the indications for use of the device, the chlorashield dressings are to be used to cover and protect catheter sites and to secure devices to the skin. Common applications include covering and securing IV catheters, other intravascular catheters and percutaneous devices. The evaluation form indicated that no follow-up care was required to address the reported infection at the catheter insertion site. Follow-up attempts to receive any additional complaint information were unsuccessful. Based on the nature of this incident, retain samples were tested for performance characteristics. The test results obtained were found to be within specifications and no device malfunction was identified. In addition, avery dennison conducted a device history record review of the reported lot. The review confirmed that the performance characteristics were within specification at the time of product release.

Event description:
Avery dennison received a complaint indicating that an infection occurred at a catheter site after using a chlorashield dressing at a research & training hospital within turkey.